Event description:
A consumer's wife reports that, following bilateral intraocular lens (iol) implant surgery two years ago, her husband experienced loss in depth perception and intermittent blurry vision. Six months after the surgery, a photorefractive keratectomy (prk) was performed. In a follow-up, the surgeon reports a peripheral iridotomy was performed during the procedure. He also reports the outcome of event for the patient as "good" and does not believe the iol caused or contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history review indicated the product met release criteria. There have been no other compaints reported in the lot number. Additional info was requested on 06/12/2008 and 06/23/2008 by fax, mail, and phone. A completed questionnaire was received on 06/25/2008. This report was mailed to FDA on : 07/09/2008.